Event description:
A surgeon reported product was used in patient's eyes as a tamponade. He reported the product was mixed: 8ml gas within 50ml of a non-reflationary gas (16% mixture). In three patients, the gas expanded leading to pain and pressure in the eye. One patient was hospitalized and product was drained from the eye five times during the night following surgery. The other two patients had product drained from their eye but they were not hospitalized. The surgeon reported he did not follow the directions for use (dfu) and he used an expired product. Additional information has been requested. This is the first of two medical device reports being filed; this report is for the patient that was hospitalized.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. The surgeon indicated he did not follow the directions for use (dfu) and the product used in this case had expired one year prior to its use (in 2007). Additional information was requested.